Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. The monitoring voltage was 2.71 volts, but the 24.1 second charge time had triggered eri. There was concern that the battery depleted prematurely. The device was explanted and replaced with another boston scientific ICD.